Manufacturer narrative:
Concomitant medical products: 5866-37m x2 adaptor, implanted (B)(6) 1982; 328-352 tele/cordis lead, implanted (B)(6) 1982; 419488 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead exhibited low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.